Event description:
Event description guidant received information that this pacemaker reached elective replacement time after being implanted for 4 years and 10 months. I was reported that the program parameters had not been changed. The physician thought this was premature battery depletion.